Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 314.451 stardrive screwdriver shaft was received with the proximal tip of the driver shaft sheared off. It is likely that several years of consistent use and possible rough handling during surgery has led to this complaint condition. The 314.451 shaft was manufactured in 12/12/2012 and is over three years old. The balance of the returned device is fairly worn consistent with three years of consistent use. The associated drawing for the subject device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. A definitive root cause could not be determined; however, this complaint is not likely a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(6). Manufacturing date: (B)(6) 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) mini quick connects and one (1) stardrive screwdriver broke during a hardware removal procedure on (B)(6) 2015. The surgeon was trying to put the screwdriver shaft inside the quick connect handle when the screwdriver broke at the junction between the handle and the shaft. No reported surgical delay, fragments, or additional medical intervention required. The procedure was successfully completed without further incident. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the event occurred during the removal of a locking compression plate (lcp) in the distal fibula.